Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 4.1 and 4.2 were showing duplicate pockets and this was allowing multiple medications to be assigned to the same space within the pyxis, which located on 4e. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 4.1 and 4.2 in the main unit on 4e were showing duplicate pockets. A field service engineer (fse) removed the drawer and inspected for hardware issues or loose cable connections, with no damage or debris found on the recently replaced half height drawer. The drawer was reinstalled, the pixie bus cable reconnected, and the station restarted, after which hardware testing was performed and all pockets were released. Although no storage space failures were indicated, duplicate pocket identifiers were observed in drawers 4.1 and 4.2 during assign and load, with inventory showing medications in pockets marked as available. After consultation with a senior engineer, the fse and coordinator unloaded medications, cleared pending items, deleted the drawer, restarted the station, and then reconnected and reassigned the drawer in storage space configuration which resolved the duplicate pocket issue. All pockets registered correctly, medications were reloaded, and the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 4.1 and 4.2 were showing duplicate pockets and this was allowing multiple medications to be assigned to the same space within the pyxis, which located on 4e. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.